Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, continuity in the lead could not be assessed with the images provided. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure caused event, but did not cause or contribute to a death or serious injury.

Event description:
Analysis for the generator was completed. Review of the generator data revealed that there was a >25% change in impedance value on (B)(6) 2015 from 4127 ohms to >10000 ohms. There were no performance issues or any other type of adverse conditions found with the pulse generator. Analysis was completed on the returned lead portions and several abraded openings were observed on the outer silicone tubing. One of the quadfilar coils was broken approximately 2mm from the end of the electrode bifurcation. Scanning electron microscopy (sem) was performed and identified the area as being mechanically damaged. Flat spots and pitting were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Sem analysis of the coil shows characteristics of a lead discontinuity. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to have once been body fluids inside the outer silicone tubing. No other anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Since the electrode array section was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2015 and diagnostic results revealed high impedance (impedance value >= 10,000 ohms). X-rays were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. Due to poor quality of the images provided, continuity of the lead could not be assessed. The patient underwent generator and lead replacement surgery on (B)(6) 2015 due to lead discontinuity. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.